Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the deployment button of a 5f mynx control vascular closure device (vcd) would not depress during attempted deployment while using ultrasound guidance. Upon removal of the device, the balloon was observed to be punctured, and the end of the sheath was split. Several attempts were made to press the deployment button, but it would not allow activation, so the balloon was deflated and the device was removed. There was no reported patient injury. The patient had a number of previous leg angiograms closed with non-cordis devices. The mynx vascular closure device (vcd) was used during an interventional leg angiogram performed via a retrograde approach. The deployer was in training on the mynx device. A 5f brite tip sheath introducer was used. The femoral vessel diameter was verified to be greater than or equal to 5 mm. Moderate vessel tortuosity was present, and no calcium was observed at the puncture site. Manual compression was applied for 20 minutes to achieve hemostasis. The device was stored and prepared according to the instructions for use and was removed from the packaging per instructions, with no damage noted during balloon testing. No visual damage was observed to the button or device. The tension indicator did not align with the markers on the handle halves despite confirmation that the balloon was correctly positioned at the arteriotomy using contrast; multiple attempts were made by two physicians to depress the deployment button. The balloon was subsequently deflated, the device was removed, and the balloon was found to be punctured. The balloon did not lose pressure immediately and was visualized inflated on ultrasound prior to removal. There were no kinks noted in the sheath or device after removal. The patient had a prior percutaneous transluminal angioplasty and a previously sealed arteriotomy with a non-cordis vascular closure device. The device was stored in an operating theatre environment. No excess force was applied during insertion. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the deployment button of a 5f mynx control vascular closure device (vcd) would not depress during attempted deployment while using ultrasound guidance. Upon removal of the device, the balloon was observed to be punctured, and the end of the sheath was split. Several attempts were made to press the deployment button, but it would not allow activation, so the balloon was deflated and the device was removed. There was no reported patient injury. The patient had a number of previous leg angiograms closed with non-cordis devices. The mynx vascular closure device (vcd) was used during an interventional leg angiogram performed via a retrograde approach. The deployer was in training on the mynx device. A 5f brite tip sheath introducer was used. The femoral vessel diameter was verified to be greater than or equal to 5 mm. Moderate vessel tortuosity was present, and no calcium was observed at the puncture site. Manual compression was applied for 20 minutes to achieve hemostasis. The device was stored and prepared according to the instructions for use (IFU) and was removed from the packaging per instructions, with no damage noted during balloon testing. No visual damage was observed to the button or device. The tension indicator did not align with the markers on the handle halves despite confirmation that the balloon was correctly positioned at the arteriotomy using contrast; multiple attempts were made by two physicians to depress the deployment button. The balloon was subsequently deflated, the device was removed, and the balloon was found to be punctured. The balloon did not lose pressure immediately and was visualized inflated on ultrasound prior to removal. There were no kinks noted in the sheath or device after removal. The patient had a prior percutaneous transluminal angioplasty (pta) and a previously sealed arteriotomy with a non-cordis vascular closure device. The device was stored in an operating theatre environment. No excess force was applied during insertion. The button could not be depressed during the procedure despite several attempts. The clock symbol was not visible prior to depression. One non-sterile 5f mynx control vascular closure device (vcd) was returned for investigation. Visual inspection of the device showed that button 1 was not depressed, and button 2 was not depressed. The stopcock was found open, with no syringe returned for this evaluation. The sealant was exposed but still mounted on the unit delivery shaft. Regarding the condition of the sealant sleeves, a frayed/split/torn condition was observed, with the sealant exposed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was returned deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A dimensional analysis of the slit length could not be executed due to the frayed/split/torn condition of the sealant sleeves. However, the catheter working length was verified and noted to be within the defined specification. The dimension was obtained using a calibrated ruler. An attempt to perform an inflation/deflation functional analysis was conducted; however, it could not be completed due to a balloon loss of pressure identified during the evaluation. A simulated deployment test was performed manually by pulling the distal end to assess button 1 functionality. During this evaluation, button 1 was able to be fully depressed without resistance. Additionally, button 2 actuation was attempted; however, the balloon could not be fully retracted due to the balloon being found ruptured, preventing completion of the intended sequence. Furthermore, an attempt to evaluate insertion and withdrawal through a catheter sheath introducer (csi) could not be performed due to the frayed/split/torn condition of the sealant sleeves. A high-magnification microscopic evaluation was executed to assess the balloon surface. During this analysis, a longitudinal tear was observed. The exact cause of the balloon longitudinal tear could not be determined based on the available evidence. However, this conclusion is consistent with cases where the observed damage may result from handling, procedural, or other non-manufacturing related factors. The reported events of ¿balloon-balloon loss of pressure¿ and ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ were observed through analysis of the returned device. However, the reported event of ¿button 1-frozen/locked¿ was not observed through analysis of the returned device since it was able to be fully depressed without issue during functional analysis. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the frayed/split/torn sleeves. The exact cause of the issue experienced and observed conditions could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, procedural/handling factors likely contributed to the issue experienced when attempting to depress button 1 as it was reported that the tension indicator was not aligned with the markers on the handle halves when attempting to depress the button, especially since the button was able to be depressed during functional analysis. However, it is also possible that the difficulty experienced when attempting to align the tension indicator was due to the balloon loss of pressure that was observed during analysis. It is difficult to determine what factors may have contributed to the longitudinal tear of the balloon noted; however, procedural/handling factors, access site vessel characteristics (moderate tortuosity and no calcium observed in the vicinity), and/or concomitant device factors (which was not returned for analysis) most likely contributed to the reported balloon loss of pressure since excessive force with the device, a calcified vessel and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. Additionally, it is difficult to determine what factors may have contributed to the issue experienced with the frayed/split/torn sleeves and subsequent exposure of the sealant. However, procedural/handling factors (such as not supporting the distal end during insertion into the sheath) and/or the condition of the sheath are possible. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ the IFU also states, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window.¿ also, the IFU instructs users to discard the device if the balloon does not maintain pressure. Neither the product analysis, nor the information available for review suggests that the failures observed could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the deployment button of a 5f mynx control vascular closure device (vcd) would not depress during attempted deployment while using ultrasound guidance. Upon removal of the device, the balloon was observed to be punctured, and the end of the sheath was split. Several attempts were made to press the deployment button, but it would not allow activation, so the balloon was deflated and the device was removed. There was no reported patient injury. The patient had a number of previous leg angiograms closed with non-cordis devices. The mynx vascular closure device (vcd) was used during an interventional leg angiogram performed via a retrograde approach. The deployer was in training on the mynx device. A 5f brite tip sheath introducer was used. The femoral vessel diameter was verified to be greater than or equal to 5 mm. Moderate vessel tortuosity was present, and no calcium was observed at the puncture site. Manual compression was applied for 20 minutes to achieve hemostasis. The device was stored and prepared according to the instructions for use and was removed from the packaging per instructions, with no damage noted during balloon testing. No visual damage was observed to the button or device. The tension indicator did not align with the markers on the handle halves despite confirmation that the balloon was correctly positioned at the arteriotomy using contrast; multiple attempts were made by two physicians to depress the deployment button. The balloon was subsequently deflated, the device was removed, and the balloon was found to be punctured. The balloon did not lose pressure immediately and was visualized inflated on ultrasound prior to removal. There were no kinks noted in the sheath or device after removal. The patient had a prior percutaneous transluminal angioplasty and a previously sealed arteriotomy with a non-cordis vascular closure device. The device was stored in an operating theatre environment. No excess force was applied during insertion. The button could not be depressed during the procedure despite several attempts. The clock symbol was not visible prior to depression. The device will be returned for evaluation.